Manufacturer narrative:
Upon receipt, the rv lead pamira under complaint was returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The ICD and other leads were not returned. In the course of the lead analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The quality documents accompanying the manufacturing process were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions to be as specified. Furthermore, a suspected infection was observed following the implantation of these biotronik devices. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the suspected infection was not devices related. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Tachy lead showed increased threshold. The whole system explanted due to suspected infection.